Manufacturer narrative:
(B)(4). As the reported event of death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported event of death. However, a review of the device history records showed no abnormalities that could cause or contribute to the reported event. The device passed the homechoice return instrument test evaluation (rite) electrical test and the rite functional test. A review of the event history log was performed and showed no malfunctions,iipv events or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced respiratory arrest/respiratory failure and subsequently passed away due to the event coincident with automated peritoneal dialysis (apd) therapy. Five days prior to death, the patient was hospitalized for an another indication (fluid around heart). During hospitalization apd therapy was ongoing with the hospital¿s device. One day prior to death, the patient was discharged. Prior to death, the patient performed one cycle of apd therapy using the patient¿s own homechoice cycler. Subsequently the patient passed away while at home. It was reported that the hp was not connected to the homechoice at the time of death. The cause of death was reported to be respiratory arrest. No autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.